Event description:
Procedure: lung wedge resection. Reportedly, after firing, the reload of the dlu, would not open, it was stuck on the lung. Surgeon had to cut it out and then had open the patient to hand-sew to complete the case. The surgeon did not have any problems firing the instrument, according to the sales representative.